Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Additionally, the MFR notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated, a mfg review was conducted, and the lot met all release criteria. The investigation is confirmed for a break, as the cannula hubs of both the returned probes were found to be broken. The investigation is also confirmed for failure to prime, as the devices could not be primed during functional testing. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, two needles were able to be fired but would not prime when turning the handle. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of pt injury.